Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer stated that buttons are sticking and are unresponsive. Customer's blood glucose reading was 280 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the device was exposed to an extreme environment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump received with severe scratches on display window, cracked reservoir tube lip and scratched case.